Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported during the patient's permanent procedure, the patient's oxygen levels dropped. Subsequently, the patient was "flipped' over and recovered without incident. The procedure was abandoned prior to accessing the epidural space.